Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the trapezoid¿ rx basket was inspected and the tip detached unintentionally after the basket was opened and closed two times. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the basket was retracted. The basket tip was found detached from the basket. No other issues were noted. The evaluation concluded that the way in which the device was handled and manipulated may have contributed to the failure of basket tip detached. Moreover, the failure is typically caused due to excessive manipulation of the product by the user or excess of force used during testing. As per directions for use, the tip of the device tip is design to disengage minimizing the potential for stone entrapment in the basket. Additionally, the issue occurred during preparation, outside the patient. Therefore, the most probable cause for the complaint is handling damage, since due to handling and manipulation of the device during testing/preparation could have contributed with damage found on the device. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the trapezoid¿ rx basket was inspected and the tip detached unintentionally after the basket was opened and closed two times. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.